Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in pt's left eye on (B)(6) 2012. The lens was explanted on 10/25/2012 due to low vault. The lens was exchanged for a longer length lens. Pt's last visit on (B)(6) 2012, ucva was 20/20. See MFR#2023826-2013-00048 for right eye.